Event description:
At 80 minutes after tourniquet inflation, there was a significant amount of blood in onto the surgical field. The tourniquet machine did not indicate loss of pressure and no alarms sounded but it appeared it had lost pressure.